Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope nozzle was clogged with lint type foreign material. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. There was no physical damage at the place where the foreign material remained. Three attempts were performed to obtain additional information, but no response was received from the customer in regards to the reprocessing steps. The event can be detected/prevented by following the instructions for use which state: instructions for use states that detection method in gif-q150 operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif-q150 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.